Event description:
It was reported via legal documentation that approximately 58 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling and instability. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 11020017128, a10012 - gps implant kit v2. 4981673, 521-78-36 - threaded pin size 5.1 collarless 2pk. 5012894, 02-012-45-5050 - lgc tibial fit tray cem sz 5f/5t. 5020850, 02-010-01-0250 - logic femoral ps cem left sz 5. 5100224, 200-02-35 - three peg patella 35mm. 5197848, 521-78-23 - threaded pin size 2.3 collared 2pk. 5225414, 521-78-32 - threaded pin size 3.0 collarless 2pk. 5225423, 521-78-32 - threaded pin size 3.0 collarless 2pk. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.